Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep adjusted the 5v output to 5.15v and tested the system. The system operated as intended.

Event description:
It was reported that the 9900 system would lock up during a case. The system had to be rebooted, and the procedure was completed without further incident. No pt injury was reported.